Manufacturer narrative:
Patient¿s demographics can be modified at any time. When this happens, the update of the patient¿s demographic is not triggering any devalidation of the results from closed orders. Then, if a report of a closed order is printed again, it will show the same tests, results and validation information as it were, but with the new updated patient demographics. This situation may lead into a misinterpretation of the reports as the validation criteria applied was taking into account a patient demographic information different from the one shown in the report. Therefore, the reported allegation has been considered a software issue. The causal factor is that cobas ® infinity is not managing correctly changes in the patient demographics in reports. When occurring, printed reports show the patient demographics of the time they are printed but data from tests refers to the time the order was validated. This may lead into a misconception of the reports. At this point, the last report printed will show the last and most updated patient demographic information, which is not the information that was used when validating the tests. This event occurred in (B)(6).

Event description:
The initial reporter stated they have observed an issue with their cobas inifinity software. A closed and validated patient order can be altered without any further validation. Changes to patient information such as name, age, or gender will result in a completed patient report being altered without knowledge or approval from the original validator. On a closed and validated patient order, a patient's gender was changed from female to male. The report of the patient's results were printed and this report showed the change in the patient's demographics, with the same results that had been validated for that patient.